Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Der states a revision of left tkr due to poly wear/metal wear. It was also noted that there was loosening of the tibial component. Loosening occurred at the bone to cement interface. Cement manufacturer is unknown. Update 7/25/2017 upon review of the der for reportability, it is noted that the reporter indicated that the tibial component is a press fit implant, which is supported by radiograph photos. Therefore, since the der indicated an implant loosening at the bone to cement interface, the tibial component is not likely to be the loose implant. Currently, with the given information, the unknown femur and tibial components will be reported for metal bearing wear and the insert and patellar components will be reported for polyethylene wear. Complaint updated on: 7/25/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.